Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent nocturnal low glucose over two consecutive nights, with bedtime glucose about 80 mg/dl and waking glucose about 40 mg/dl, in the setting of not eating dinner; the caregiver did not perform confirmatory fingersticks, treated with oral carbohydrate (jelly), and glucose was later 162 mg/dl, and additional training was requested. Symptoms included hypoglycemia. Outcomes included low glucose requiring oral carbohydrate and user education. Investigation included user troubleshooting and education with assignment for additional training. Investigation of this case revealed no device malfunction reported and suggested potential user and behavioral factors related to meal omission at dinner without corresponding adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.